Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was unknown. Customer was calling back to report blank display after receiving new battery cap. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify missing segments/partial display due to pump flashing white light on the display. Unit was received with faded serial number label, scratched case and minor scratched lcd window.